Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic for device interrogation, a saturated signal on v bipolar channel was noted with inductive wand. Egm was normal when rf telemetry was used. According to st. Jude medical technical investigation, there is a bad chip inside ICD causing this inductive communication issue. Patient will continue to be monitored.